Manufacturer narrative:
H10: for the reported malfunction, the lot number was provided and a lot history review was performed. The investigation will be closed as confirmed for material deformation because kinks and crinkles were found on the outer surface. A definite root cause for the reported failure could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model ex07200jl vascular stent allegedly experienced a break and material deformation. This report was received from one source. This malfunction involved one 70 year old male patient weighing 70 kgs. There was no reported patient injury.

Manufacturer narrative:
Lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. There was nothing found to indicate there was a manufacturing related cause for this event. Potential factors that could have led or contributed to the reported event have been evaluated. The sample was returned in poor condition in released state because the stent had been deployed after the event under unknown conditions; reportedly an attempt to release the stent inside patient was not made. The investigation will be closed as confirmed for material deformation because kinks and crinkles were found on the outer surface. Indications for a manufacturing related issue could not be identified. A definite root cause could not be identified. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model ex07200jl vascular stent alleged that the delivery system reportedly broke during treatment of a lesion in the right superficial femoral artery via common femoral artery access. Allegedly, the delivery system was removed from the patient without incident. This report was received from one source. This malfunction involved one (B)(6)year old male patient weighing 70 kgs. There was no reported patient injury.